Event description:
It was reported that stent inadequate apposition occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. During the procedure, a 4.00 x 48mm synergy xd drug-eluting stent was advanced and deployed but the stent did not fully expand. The physician felt there may be a hole in the hypotube or in the balloon. Post-dilation was required, and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
H6: evaluation conclusion codes updated. Corrected implant date from 27jun2025 to 01jun2025. B3: date of event: used the first day of the aware date month as the event date as it was not provided. D6a: implant date: used the first day of the aware date month as the implant date as it was not provided. Good faith effort attempt was made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: synergy xd mr ous 4.00 x 48mm stent delivery system was returned for analysis. Visual and tactile inspection of the hypotube revealed no kinks or damages. The stent was deployed and not attached/returned with the device. Microscopic examination of the balloon cones identified that the balloon was subjected to positive pressure. Crimp markings were visible on the balloon. The bumper tip showed no signs of distal tip damage. Microscopic examination of the shaft polymer extrusion when attempting to inflate identified a pinhole, 13.6cm proximal from the port exchange. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon. The inflation liquid was seen coming from the pinhole.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. D6a: implant date: used the first day of the aware date month as the implant date as it was not provided. Good faith effort attempt was made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent inadequate apposition occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. During the procedure, a 4.00 x 48mm synergy xd drug-eluting stent was advanced and deployed but the stent did not fully expand. The physician felt there may be a hole in the hypotube or in the balloon. Post-dilation was required, and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Corrected implant date from (B)(6) 2025 to (B)(6) 2025. B3: date of event: used the first day of the aware date month as the event date as it was not provided. D6a: implant date: used the first day of the aware date month as the implant date as it was not provided. Good faith effort attempt was made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: synergy xd mr ous 4.00 x 48mm stent delivery system was returned for analysis. Visual and tactile inspection of the hypotube revealed no kinks or damages. The stent was deployed and not attached/returned with the device. Microscopic examination of the balloon cones identified that the balloon was subjected to positive pressure. Crimp markings were visible on the balloon. The bumper tip showed no signs of distal tip damage. Microscopic examination of the shaft polymer extrusion when attempting to inflate identified a pinhole, 13.6cm proximal from the port exchange. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon. The inflation liquid was seen coming from the pinhole.

Event description:
It was reported that stent inadequate apposition occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. During the procedure, a 4.00 x 48mm synergy xd drug-eluting stent was advanced and deployed but the stent did not fully expand. The physician felt there may be a hole in the hypotube or in the balloon. Post-dilation was required, and the procedure was completed. There were no patient complications reported.